Event description:
It was reported the patient experienced severe stomach pain immediately following implant of the neurostimulation device in 2008. The patient was in recovery for the implant, and was crying, reporting the severe stomach pain. Morphine did not numb the pain. When the patient remained still, the pain went away, but as soon as the patient moved the pain returned across the lower stomach. The patient remained in pain for three weeks while undergoing testing. X-rays, cat scans, and urine tests were performed. The patient felt the stimulator was touching a nerve or muscle. At about three weeks later, the stimulation device was removed. The patient reported immediate relief from the pain. Additional information has been requested.